Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure in the colon performed on (B)(6) 2024. During the procedure, the clip and the delivery handle could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction on 16jan2024: the clip could not locked onto tissue.

Manufacturer narrative:
H2: correction b5 and h6 has been updated stating that the clip was not able to lock onto tissue. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure in the colon performed on (B)(6) 2024. During the procedure, the clip and the delivery handle could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.